Event description:
It was reported that tandem charging supplies began burning or melting. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that replacement supplies and a pump were being sent out, though the faulty items couldn't be returned due to being discarded by the customer. The patient was concerned about the delayed delivery of their pump, but was informed it was en route and appreciated the update; no further action was required.